Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, approximately 3 mos. Postop the initial implant, a 67 y/o male patient experienced a dislocation of the right shoulder during sleep. The dislocation was reduced by a closed reduction under anesthesia. This patient has a history of chronic renal failure, rheumatoid arthritis, and inflammatory arthritis. Information received from clinical study database.

Event description:
As reported, approximately 3 mos. Postop the initial implant, a 67 y/o male patient experienced a dislocation of the right shoulder during sleep. The dislocation was reduced by a closed reduction under anesthesia. This patient has a history of chronic renal failure, rheumatoid arthritis, and inflammatory arthritis. Information received from clinical study database.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 300-30-06 - equinoxe preserve stem 6mm; 320-42-03 - equinoxe reverse 42mm humeral liner +2.5; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-15-08 - sup/post aug plate, r rs glenoid baseplate.

Event description:
As reported, approximately 3 mos. Postop the initial implant, a (B)(6) y/o male patient experienced a dislocation of the right shoulder during sleep. The dislocation was reduced by a closed reduction under anesthesia. This patient has a history of chronic renal failure, rheumatoid arthritis, and inflammatory arthritis.